Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.

Event description:
Female customer reporting, 2 conflicting sars results when compared to another brand rapid antigen test. Customer states the qv otc was negative and the other brand was positive. Customer is asymptomatic and no confirmation testing was performed. Report 1 of 2.